Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer had trouble locating and interrogating a non-wireless device. The rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer does not always locate a device to interrogate. The radio frequency (rf) programmer head was changed out and the fitting was tightened with no success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.